Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complain was confirmed. The following defects were found during device evaluation: leak in biopsy channel. Crack in bending section cover. Insertion tube dent. Low angulation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defect in the ccd (charged-coupled device) unit. Since leakage occurred from the biopsy channel, that likely caused electrical components of the ccd unit to short out. The event can be prevented by following the instructions for use (IFU): operation manual_ inspection of the endoscopic system_ inspection of the endoscopic image. Confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. Reprocesing manual_ reprocessing the endoscope(and related reprocessing accessories)_ leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device was returned/received for evaluation, but evaluation not yet performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope image was visible but very dark. The issue was found during preparation for use. There were no reports of patient harm. Associated patient identifier: (B)(6).